Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open thoracotomy procedure, the stapler was unable to fire. A new handle was opened to complete the case. There was no patient injury.